Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in an artrioventricular branch in the mildly tortuous and mildly calcified right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.